Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the small battery drive device stopped running approximately fifteen minutes into the procedure. It was reported that there was no delay in the procedure due to the event as unspecified spare devices were available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of would not run during use was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the unit¿s motor with lid with contacts was corroded, the unit¿s coupling had some corrosion, and other internal components were corroded. The assignable root cause of this condition was determined to be component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.